Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/18/2019. The manufacturer¿s field service engineer (fse) confirmed the reported "check vent: oxygen device failed" alarm occurred. The device was rebooted, and the phenomenon was resolved then. However, the alarm recurred in an hour, so the device was replaced with the same model. After that, the hospital (me) medical engineer reported the phenomenon to us. The device was checked at me room afterwards. Alarm occurrence was confirmed again at a run test.

Event description:
The customer reported the oxygen device failed while in use. There was patient involvement, but no one was harmed.

Manufacturer narrative:
Reported failure verified, oxygen accuracy failed with submitted solenoid. Leaking solenoid due to debris between sealant o-ring and body determined to be root cause of failure.

Manufacturer narrative:
PMA/510k : 20dec2019; date of report : 23dec2019. The fse (field service engineer) evaluated the device and confirmed the reported issue. The service technician replaced the oxygen solenoid. The ventilator was calibrated successfully and passed all required testing. The reported issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 06 dec 2019. No part returned for evaluation. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR: 06dec2019, date of report: 09dec2019. No part returned for evaluation. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.